Manufacturer narrative:
Event date: estimated date. The UDI is not known as the part and lot number were not provided in the article. Literature title : vascular complications after percutaneous coronary interventions following hemostasis with manual compression versus arteriotomy closure devices. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. A conclusive cause for the reported patient effect of hematoma and the relationship to the product, if any, cannot be determined. The subsequent treatment of surgical appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying techstar that may be related to the following: hematoma and surgical repair. Specific patient information is documented as unknown. Details are listed in the attached article, titled "vascular complications after percutaneous coronary interventions following hemostasis with manual compression versus arteriotomy closure devices".